Event description:
The pt underwent diagnostic coronary angiography. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The md met resistance on deployment. On attempting to backdown the needles, the device broke. The needles could neither be advanced nor backed down to their original position. The pt was taken for surgical removal of the device. Surgery was successful. The pt did fine. The cardiologist attributed the event to a very calcified artery that impeded the path of the needles during delivery into the barrel and to over-manipulation of the device in a very deep track on attempting backdown.